Event description:
During a total knee procedure, doctor was using a system 6 saw. The saw trigger housing and inside pins completely fell apart and onto the sterile field. The broken saw was removed from the field. The field was draped with ioban and microcyn was given to the field for irrigation of wound.